Event description:
It was reported that the customer was hospitalized due to high blood glucose of 346mg/dl. It was stated that the customer had stomach flu and a cold. It was stated that the insulin pump was not functioning properly, and the mother gave her son insulin with a pen. It was stated that the infusion set was changed twice with no results. The customer was vomiting, and then he was taken to the hospital. It was stated that the insulin pump was alarming for several weeks before the event, but the mother did not report. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.